Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 42 mg/dl and paramedics were called for assistance. Customer experienced shaking, clamminess and treated their low blood glucose with candy and soda. Customer advised their building manager was present with them during the low blood glucose incident. Customer received a new insulin pump and was assisted with properly programming the device. Customer's line was disconnected and they were unable to be reached when called back in order to complete the programming of the new device.